Event description:
The patient claimed that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evlautaion is complete a supplemental report will be submiited. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The ok, up arrow and down arrow keypad symbol were found to be worn off. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons were found not to click back and spring back normally. There was evidence of contamination found under the key contacts.